Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak remains unknown.

Event description:
During a transarterial chemoembolization procedure via femoral access, a blood leak was noted from the hemostatic valve. Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional info: b3, b5.

Event description:
During the procedure, a leak was noted from the hemostatic valve.